Event description:
The subject device was implanted on (B) (6) 2007 and has been regularly followed. On (B) (6) 2010, the pt received many inappropriate shocks. Reportedly, the integrity of the lead was checked utilizing an x-ray, and no abnormality was seen. The subject device is associated to the ovatio referred to in MDR: 9610579-2010-00523.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.